Event description:
The customer reported lower than expected troponin I (access accutni) result, within the normal reference range, for one patient, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni assay. The sample produced an initial troponin I result of 0.00 ng/ml which was not released from the laboratory but was questioned by the laboratory's pathologist who requested that the sample be reanalyzed. The customer reanalyzed the patient's sample on an alternate instrument and recovered a higher troponin I result of 4.5 ng/ml. The same sample was reanalyzed on the original instrument and produced a result of 5.0 ng/ml. The higher results were above the acute myocardial infarction (ami) cut-off that better matched the patient's other cardiac testing. There has been no report of patient injury or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the main pipettor and wash tower dirty. The fse removed and cleaned the wash tower and replaced the main pipettor tip. The fse confirmed the transducer temperature and voltages were within specifications. The fse verified the main pipettor x and z alignments to the reaction vessel (rv), reagent, and the sample and wash tower. The fse inspected the incubator belt and track and removed and cleaned the wash carousel. The fse noticed the substrate probe kinked and replaced the probe. The fse replaced the peristaltic pump tubing and performed a successful vacuum test. System operation was verified and system check passed within specification. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.